Manufacturer narrative:
The ge rep called and found the foot switch stopped working after someone hit the emergency stop by accident. He had the customer shut down the system and remove power from the main breaker, let sit for one minute and re-apply power and reboot. This can reset a relay in the motron board that my be causing the problem. This did not resolve the issue. In speaking with the customer learned that the system works fine when foot switch is disconnected. The ge rep went onsite and inspected and found the foot switch itself was causing the issue. He ordered a footswitch and installed. The footswitch is functioning as intended at this time.

Event description:
The customer reported the table was not working properly and the footpedal was not responding.